Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-1588r-ib acl repair tightrope, with internalbrace ligament augmentation, experienced an issue during use. Specifically, the tightrope mechanism failed to cinch properly, and the sutures became frayed. The frayed sutures were removed, and the repair was completed by manually tying the tightrope using the knotless mechanism. No additional products were used to complete the case. The procedure was delayed by approximately 20 minutes, with no additional anesthesia administered. No adverse effects were reported, and no photographs were taken. This issue was identified during an acl repair procedure performed on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.